Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device exhibited loss of telemetry. Cyber security upgrade was performed, and the issue was resolved. The patient was asymptomatic.